Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a vibrator anomaly. There was an absence of a vibrate. The insulin pump did not vibrate during the self-test. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The insulin pump failed to vibrate during self-test due to broken black wire on the vibrator motor. However, all operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, a21 error test, displacement test, rewind, basic occlusion, occlusion, excessive no delivery alarm test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.